Manufacturer narrative:
It was reported that the staff was backing the lift away from the bed and the bar with the hooks tilted resulting in the sling sliding off and the patient falling to the floor and hitting their head on the leg of the lift. The onsite nurse evaluated the patient and noted a laceration to the back of the head. The patient was transported to the emergency department and two staples were applied to close a 3cm laceration. The patient is reportedly doing fine. No additional information is available. The sample was returned for evaluation. The sample was evaluated for visual and functional testing and the customer reported issue was not confirmed. The product performed as intended and the cradle arms appear to be moving freely except for one of them. In the incident report it states that the mechanic tried to fix the issue by tightening the screws on the cradle. However, the cradle arms are intended to swing freely to allow for more patient maneuverability. No definitive root cause was able to be established. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the staff was backing the lift away from the bed and the bar with the hooks tilted resulting in the sling sliding off and the patient falling to the floor.